Manufacturer narrative:
Batch review performed on 20-apr-2020. Lot 1903787: (B)(4) items manufactured and released on 15-jul-2019. Expiration date: 2024-jul-10. No anomalies found related to the problem to date, (B)(4) items of the same lot have been already sold with another similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 1 month from primary the surgeon performed a washout and revised the poly and the surgery was completed successfully.